Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad trace. No moisture damage on electronics and motor noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 282 mg/dl. The customer stated that he was at the beach and he is a marine environment. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.